Event description:
It was reported that following bilateral trabecular microbypass stent procedures, the patient presented postoperatively with intermittent blurred visual acuity (ou), described as "severe" and "non-serious", with the episode of blurred vision lasting a few seconds before resolving. Per report, the patient was referred to a retina specialist and to cardiology, and the results are pending. Additionally, per report, the patient presented with posterior vitreous degeneration in the left eye (os), which was described as "mild" and "non-serious" with no reported intervention. Additional information has been requested. This report references the case of blurred visual acuity associated with the right eye (od).

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Decreased/impaired vision is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported event (decrease/impaired vision) is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR # reference: (B)(4). Please reference report 2032546-2025-00023 for the report of blurred visual acuity and posterior vitreous degeneration associated with the left eye (os).